Event description:
Customer's ot basic meter was missing segments. The issue was unresolved with troubleshooting. Customer went to the hospital one and half weeks ago because meter wasn't reading glucose levels due to the missing segments. The reading at the hosptial was 575 mg/dl. Customer did not report that they received any treatment. Customer does not have a phone therefore, unable to verify the information regarding to the hospital visit. The meter has been replaced.